Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed 85 mg/dl while a contemporaneous fingerstick measured 68 mg/dl, followed by a ¿calibration not used¿ message; after reentering the manual bg, the readings aligned, and subsequent assessment revealed the infusion set connector was not secured during a recent supply change, resulting in insulin pooling outside the device and requiring guided replacement of supplies and resumption of delivery. Symptoms included weakness associated with hypoglycemia to 65 mg/dl for about one hour. Outcomes included self-treatment with oral carbohydrates and caregiver assistance without medical intervention. Investigation included review of device alerts, guided troubleshooting, confirmation of bg alignment after manual entry, supply change coaching, and review of usage patterns showing meal announcement during low glucose. Investigation of this case revealed user-related factors including unsecured infusion set connection leading to insulin leakage and a meal announcement during low glucose, with initial sensor-to-fingerstick discrepancy resolved by correct calibration entry. It was concluded, based on previously established findings for similar reports, that the cause was user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.